Event description:
The ge oec 9900 fluoroscopy system was reported to have locked up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system lock-up was caused by the interconnect cable being run over and caught up in the wheels. As a result, the outer housing of the interconnect was damaged and torn. The interconnect cable was replaced and all system functions and power supplies checked. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm reported as a result of the noted malfunction.